Event description:
Bone destruction progression [osteolysis]. Local inflammatory reaction [inflammation]. Joint fluid retention [joint effusion]. Case description: literature-spontaneous report was received on (B)(6) 2013 from an author regarding 6 pts (2 males and 4 females) with a mean age of 74 years initials unk, with knee osteoarthritis (gonarthrosis). This report was from a literature article entitled "local inflammatory reaction occurred due to cross-linked hyaluronic acid preparation for knee osteoarthritis". On unspecified dates, the pt initiated treatment with intra-articular synvisc (hylan gf 20) injection, dosage regimen and route of administration not provided. The lot number for synvisc were not provided. On unspecified dates, the pts experienced increased pain due to accompanied joint fluid retention with local inflammatory reaction. It was reported that the events occurred in a total of 7 knees (of 6 pts). On an unspecified date, synovial fluid analysis was performed for all the pts that was found to be negative on incubation and a small amount of crystal pyrophosphate was found in 01 knee. Three knees recovered with conservative therapy and the other knees also improved with intraarticular lavage. Also, knee replacement arthroplasty was implemented for one of the pt as the pt's symptoms did not improve in spite of performing conservative therapy and the intra-articular lavage and the bone destruction had rapidly progressed. The action taken with synvisc treatment was not provided. The outcome for all of the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting author assessed the relationship between synvisc and all the events as possible. In the author's opinion, it was considered that some material included in the cross-linked hyaluronic acid preparation affected to local inflammatory reaction and bone destruction.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of product is not affected by this report. Journal: author: suzuki k, yajima h, kobayashi t. Title: local inflammatory reaction occurred due to cross-linked hyaluronic acid preparation for knee osteoarthritis.